Event description:
During a lead revison the surgeon reported difficulty in placing the new lead all the way into the implant. Surgeon decided to replace the implant with a new advanced bionics spinal cord stimulator.